Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to urethral atrophy. A replacement surgery was performed, during which the cuff and the pump were removed, the existing balloon was drained and kept in the patient, and a new aus was implanted. There were no additional patient complications, and no device issues were identified.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to urethral atrophy. A replacement surgery was performed, during which the cuff and the pump were removed, the existing balloon was drained and kept in the patient, and a new aus was implanted. The physician believes the cuff was most likely initially implanted in an incorrect size for the patient. There were no additional patient complications.